Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to device not working and fluid loss. A surgical procedure was performed, and the source of the fluid leak could not be determined; therefore, all components were removed and replaced. No additional patient complications were reported.